Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of the emerge balloon catheter. There was contrast in the inflation lumen and blood in the balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed an 11mm longitudinal tear in the balloon wall at the proximal end of the balloon. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. Review of the product specification was performed which indicates the rated burst pressure (rbp) of the complaint device. With the reported information, there is no indication that the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm emerge¿ balloon catheter was advanced for dilation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The device was replaced with a non-bsc balloon catheter and the procedure was completed. No patient complications were reported.